Event description:
The customer reported that the system has been having numerous lock ups and shut downs. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced the bios battery and reset the bios settings. The system operates as intended.